Event description:
It was reported that, the operator opened the packaging box and found no abnormalities. The device was pretreated with saline solution for lubrication prior to use. It was inserted into the body to locate the pathway. During the procedure, some resistance was felt. Upon withdrawal of the guidewire, it was discovered that the outermost coating had peeled off. The sample was retained but was biologically contaminated.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the operator opened the packaging box and found no abnormalities. The device was pretreated with saline solution for lubrication prior to use. It was inserted into the body to locate the pathway. During the procedure, some resistance was felt. Upon withdrawal of the guidewire, it was discovered that the outermost coating had peeled off. The sample was retained but was biologically contaminated.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), nitinol guidewire. Visual inspection of the single photo sample indicated that the nitinol guidewire was present inside the packaging, with the tip protruding through the packaging. Due to the condition and limitations of the photo sample, the reported failure could not be verified. Therefore, the investigation conclusion is inconclusive. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.